Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was over 400 mg/dl the customer changed supplies and resumed insulover 400in therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.